Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a "fail/ dx" error message during functional testing. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl + defibrillator indicating that the device displayed an error message of "fail / dx" (diagnostic self-test). During the evaluation, error logs revealed that the entire therapy line including the capacitor, therapy board and processor board could be at fault. Further investigation however showed there was an error, (7:34:10) pacer rfu: hv capacitor energy low (89.85). This error is in regard to the capacitor with a measured value of less than 90, which poses a problem for the device. Therefore, the capacitor has been deemed defective. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heart start xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heart start xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective capacitor. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is at the end of life and replacement parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.